Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient was brought in to the site for a chest x-ray due to pleural effusion. The site had suspected that the cardiomems sensor had migrated from the left pulmonary artery to the right ventricle and was displaying dampened waveforms. The clinic further assessed the patient for the suspected migration and dampening, and the cardiomems sensor was found to be in the left pa, where it had been implanted. The patient is currently taking readings as prescribed by their physician.